Manufacturer narrative:
The event was consistent with a clot in the sample. Customer has not reported any further issues since this event.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for gluc3 glucose hk gen.3 (gluc3) and lact2 lactate gen.2 (lact2) on a cobas 8000 c 702 module. The initial gluc3 result was 0.2 mg/dl and the initial lact2 result was 0.03 mmol/l. These results were reported outside of the laboratory where the physician requested repeat testing as the results were not believable. The repeat gluc3 result was 94.8 mg/dl and the repeat lact2 result was 1.59 mmol/l. The gluc3 reagent lot number was 45646701 with an expiration date of 30-apr-2021. The lact2 reagent lot number was 47270401 with an expiration date of 30-apr-2021.